Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized due to an elevated blood glucose (bg) level (value not provided). Customer declined troubleshooting with tandem technical support, and declined to provide additional information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.